Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed and analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the ceramic capacitors. The device met 73% of the expected longevity. Concomitant product: implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). The longevity of the device was questioned. The device was explanted and replaced. No patient complications have been reported as a result of this event.